Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2005. The revision surgery was performed due to hip instability. The surgeon removed the original 28mm insert and replaced it with a 36mm insert, and removed the original 28mm + 0mm cocr head and replaced it with a 36mm + 3.5mm cocr head.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.